Event description:
Reportedly, the patient underwent explant of the intraocular lens (iol) after approximately two (2) years due to the wrong diopter size being implanted. No adverse effect and no patient injury were reported.

Manufacturer narrative:
(B)(6). All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.

Manufacturer narrative:
The explanted intraocular lens (iol) was received for an evaluation. The iol was evaluated by abbott medical optics (amo) manufacturing site and revealed upon visual inspection several scratches on the surface of the optic body. Due to the nature of the scratches; it was assumed they were generated during customer handling. No other optical deviations were found. The lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. A review of the device manufacturing records showed no deviations. The diopter measurement records verified and showed the lens to be within specifications and in compliance with the labeled dioptric power of 21.0 diopter for this serial number lens. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, another supplemental report will be submitted. Placeholder.